Manufacturer narrative:
No reported patient or surgical involvement. Exact date of device malfunction is unknown. Device is an instrument and is not implanted or explanted. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. Product investigation summary: one (1) impactor for pfna blade (part: 03.010.410 / lot: 8067486) was received for evaluation. The connection (welding joint) between the gripping head of the handle and the shaft is broken. There are severe traces of impact on the striking. Also, the shaft shows evidence of hammering. The hexagonal tip and the thread at the tip are intact. Unfortunately, with only limited information, the exact cause of the issue cannot be confirmed. The manufacturing review shows that the production procedure was according to the specifications with no issues that would contribute to this complaint condition. The microscopic observation shows remaining laser welds on both involved components showing that the weld joint was correct at the time of manufacturing. Because of the wear and tear signs, it is most likely that repeated heavy hammering on the device led to the rupture of the welding between the stroke cap and the shaft. Please note: the current proximal femoral nail antirotation surgical technique guide recommends that the pfna blade be inserted to the stop by applying gentle blows with the hammer. The use of unnecessary force when inserting the pfna blade is discouraged. Because of the damage, the complaint relevant dimensions could not be checked for dimensional accuracy against the valid manufacturing specifications. No product fault could be detected. Device history record review: manufacturing location: (B)(4) - manufacturing date: october 11, 2012. No non-conformance reports were generated during production. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was originally reported that the blue plastic handle of an impactor for proximal femoral nails had loosened from its shaft. The issue reportedly occurred on an unknown date. No known patient or procedural involvement. Upon visual inspection of the returned device, which was completed on september 16, 2016, it was noted that the welding joint between two of the instrument's components had broken. Based upon this updated information, the device was re-assessed and now found to meet reportability criteria. This report is 1 of 1 for (B)(4).